Event description:
Complainant allleged that during set-up of the device prior to being used on a pt, the device displayed "defib 72 & pacer fault 116" messages and would not charge. Complainant did not indicate that there was adverse effect to the pt due to the reported malfunction. Complainant indicated that the clinician obtained another device to continue treating the pt.